Manufacturer narrative:
The olympus inspection confirmed the customer¿s reported problem, image is blurry and or foggy. There is internal broken lens with foreign particles inside the optical system. Additionally, the objective lens at the distal end was found missing from the telescope. The inspection also observed dents on the black eyepiece funnel, dents at the distal tip of the outer tube and dents and scratches on the eyepiece funnel. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus field service engineer was informed by the nurse at the user facility the customer ultra, autoclavable telescope was found to have an ¿image blur¿ during inspection before use. The device was replaced with another similar device. The device was returned to olympus for repair. Upon inspecting, olympus identified the objective lens at the distal end of the telescope was missing. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the missing objective lens found during the repair inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.